Manufacturer narrative:
E1 address - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the lamp did not light up due failure of the lamp and requires replacement. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source failed to light up during maintenance. There were no reports of patient involvement.